Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. In addition, it was reported that a cartridge alarm 19 occurred during basal delivery. Reportedly, the pump supplies were changed and the customer successfully loaded a new cartridge onto the pump. Customer's blood glucose level was 266 mg/dl.